Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was found cracked upon opening the package. Additional information was received and it was learnt that the iol was cracked after it went through the cartridge and was inserted into the patient's eye. The surgeon suspects that the lens got cracked or scratched as it went through the cartridge as there was some resistance within the inserter as the lens was advancing. The lens was cut into two halves, removed and replaced with another iol same model and diopter. Vanass scissors and eutrata forceps were used for cutting and removing the lens from the eye. No patient injuries reported. Incisions were done with femto laser, and sealed well despite iol exchange; 2 weeks post op the patient outcome is reported to be unremarkable.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection was performed and it can be seen the lens is cut in half, most probably to make the lens removal and replacement possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records review shows that the product was manufactured according to specification. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification and the lens met the specified cosmetic requirements. A search on complaints related to the same order was executed and revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. Labeling review: directions for use (dfu), was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lens. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.